Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to communicate with external devices following an unrelated surgical procedure in (B)(6) 2016. It is unknown if the patient has stimulation. No additional information is known at this time.

Event description:
Follow-up information revealed the patient ipg was deemed inoperable and the patient will consult with the physician regarding surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was explanted and replaced with a new one.